Manufacturer narrative:
Executive summary corrected. Grid added cerebrovascular accident.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil through the tip of the microcatheter (subject device), it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the 7th coil and 8th coil, and the 8th coil was broken. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil through the tip of the microcatheter (subject device), it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the coils and coil breaks. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.

Manufacturer narrative:
Expiration date: added, reporting contact: corrected, manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the microcatheter was confirmed to be in good condition prior to use. The event alleges coil entanglement leading to cascading patient complications. The as reported events are potential adverse events associated with the use of microcatheters or with the endovascular procedures. It is unclear if the complications are related to the device. Based on the information currently available, an assignable cause of ¿undeterminable¿ was assigned to this event.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil through the tip of the microcatheter (subject device), it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the 7th coil and 8th coil, and the 8th coil was broken. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.

Manufacturer narrative:
Product available to stryker: updated. Returned to manufacturer on: updated. Device evaluated by mfg; updated. Summary attached: updated. Method code grid: updated. Results code grid: updated. Conclusion code grid: updated. Additional mfg narrative: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no anomalies were noted to the device. During the functional testing, the inner lumen was noted to be blocked with dried saline as a result of the use of saline during the procedure. There is no allegation of any defect with the microcatheter and no anomalies were noted to the returned device which could have contributed to the reported events. However, based on the currently available information, the as reported events are potential adverse events associated with the use of microcatheters or with the endovascular procedures. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During coil embolization, the physician successfully implanted 7 coils. When the physician was advancing the 8th coil through the tip of the microcatheter (subject device), it became stuck with the previous implanted coil, 7th coil. Pulling the 8th coil backwards resulted in displacement of the 7th coil and 8th coil, and the 8th coil was broken. The piece of broken coil fell in left vertebral artery and the displaced coils fell in basilar artery which resulted in the thrombosis of basilar and left vertebral artery. It was reported that thrombectomy was performed in order to remove the coils and both the coils were removed successfully. The patient was reported to have experienced tracheotomy, right oculomotor nerve palsy and left side hemiplegia post treatment. No further information is available.